Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was overstimulation and pocket pain. It was noted that actions required as a result of the event was a complete explant. It was noted that the event occurred during normal use. The patient¿s status at the time of report was alive with no injury. Symptoms included pain and less than 50% therapy relief at the device pocket. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the cause of the event was lack of therapeutic effect. The event was attributed to the implantable neurostimulator (ins). It was noted that there were not any abnormal impedance measurements. It was noted that the event was due to battery depletion and ¿unknown.¿ it was noted that there was an explant of the ins and lead. It was noted that next to signs and symptoms reported there was a circle with a line through it drawn. The patient did not require hospitalization due to the event. The patient outcome was no injury.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).